Manufacturer narrative:
As reported, the edges of 3dmax light mesh were found to be torn when opened for a case. The subject device is said to be available for return however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. If/when the sample is returned for evaluation, a supplemental MDR will be submitted to document the results. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on the sample evaluation, the condition of the mesh is consistent with that of a mesh that had been rolled or folded and attempted to be implanted. Based on the sample condition, the likely root cause is the edge seal was inadvertently damaged/ torn during attempted use. No manufacturing anomalies were found. A review of manufacturing records was performed and found that the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, when the 3dmax light mesh was opened, it was found that the edges of mesh were torn. It was reported that there was no damage found to the inner package and product box was completely sealed prior to opening. The mesh was not used, another mesh was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, the edges of 3d max light mesh were found to be torn when opened for a case. The subject device is said to be available for return however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. If/when the sample is returned for evaluation, a supplemental MDR will be submitted to document the results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, when the 3d max light mesh was opened, it was found that the edges of mesh were torn. It was reported that there was no damage found to the inner package and product box was completely sealed prior to opening. The mesh was not used, another mesh was used to complete the procedure. There was no patient harm or injury.